Manufacturer narrative:
(B)(4). (B)(6). Concomitant products: vanguard cr tib brg 63/67 x 10mm ref.183420;lot.572570; vanguard cr ilok fem-rt 60 ref.183004;lot.j3943450; series a pat std 31 3 peg ref.184764;lot.928210. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k945028. Product remains implanted.

Event description:
It was reported that the patient underwent initial right knee arthroplasty on (B)(6) 2017. Subsequently, on (B)(6) 2017, it was reported that the patient underwent knee washout with an evacuation of hematoma of skin of limb plus wound exploration.